Event description:
It was reported that on (B)(6) 2024, a 23 navitor vision valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system (lot: 10033540). Sufficient calcium was present for anchoring. The navitor was placed at 3mm at 80% deployment, and 3mm after release. After implantation, the navitor valve migrated upwards. Coronary obstruction occurred, so the valve was snared to the ascending aorta. A 23mm non-abbott valve was implanted as replacement. No post dilatation was performed on either valve. After implantation, the patient became hemodynamically unstable as blood pressure fell. Pericardial effusion was observed. Pericardiocentesis was performed along with pacing. The blood pressure continued to fall so thoracotomy was performed. The retainer end of the navitor was observed to have perforated the ascending aorta. Surgical repair was completed. The patient left the operating room with an intra-aortic balloon pump. The patient was reported to be unstable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and pericardial effusion was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from the field indicated that the device was re-sheathed twice before implant. It was also indicated that valve was snared to the ascending aorta which may have contributed to the reported event of pe. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of reported event could not be conclusively detrmined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use, artmt600279791 rev. B "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Information from the field indicates that the valve was snared to avoid coronary obstruction, and the physician was aware of the warning against snaring. Therefore, a letter will not be sent to the account to address this deviation.

Event description:
N/a